Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the patient experienced pocket stimulation. The epicardial right atrial (ra) and right ventricular (rv) leads were initially reprogrammed, but it was not possible to program around the stimulation. In addition, high pacing thresholds were exhibited with the rv lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.